Event description:
A patient safety manager reported a patient had a planned cataract surgery on the left eye and seven days postoperatively presented with a retained white fiber in the eye. An additional procedure was performed the following day to remove the fiber using topical anesthesia and a microscope. There was no damage to the eye. The staff expressed that they believe the reusable silicone tip was the cause of the retained fiber. They stated "each time it gets sterilized, the silicone tip gets sticker and it is not unusual to find fibers on the tip".

Manufacturer narrative:
No silicone I/a (irrigation/aspiration) samples were returned for evaluation for "fiber in eye". No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause cannot be determined from this evaluation. All silicone ia tips are 100% visually inspected prior to their release. (B)(4).